Event description:
It was reported that during the attempted implant of a transcatheter valve, upon advancing the delivery catheter system (dcs) through the infra renal abdominal aorta, the patient became asystolic and cardiac arrest occurred. The wire was removed from the left ventricle and the patient recovered. Subsequently, the dcs and valve were withdrawn from the patient, and a new valve was loaded into a new dcs. Upon advancing the new dcs through the abdominal aorta, cardiac arrest/asystole occurred again. Subsequently, the wire wasremoved from the left ventricle, and the patient was converted to general anesthesia. The dcs and valve were withdrawn from the patient, and a new dcs and new valve were used to complete the procedure with pacing. On the same day as the implant of the valve, a permanent pacemaker was implanted due to complete heart block (chb). Per the physician, the implant procedure and patient's comorbidities contributed to the cardiac arrest.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot 0012678287); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon advancing the delivery catheter system (dcs) through the infra renal abdominal aorta, the patient became asystolic and cardiac arrest occurred. The wire was removed from the left ventricle and the patient recovered. Subsequently, the dcs and valve were withdrawn from the patient, and a new valve was loaded into a new dcs. Upon advancing the new dcs through the abdominal aorta, cardiac arrest/asystole occurred again. Subsequently, the wire was removed from the left ventricle, and the patient was converted to general anesthesia. The dcs and valve were withdrawn from the patient, and a new dcs and new valve were used to complete the procedure with pacing. On the same day as the implant of the valve, a permanent pacemaker was implanted due to complete heart block (chb). Per the physician, the implant procedure and patient's comorbidities contributed to the cardiac arrest. Per the physician, the non-medtronic guidewire did not cause or contribute to the cardiac arrest and asystole.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.